Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported gripper line break was confirmed, but the difficulty positioning the delivery catheter (dc) shaft and mechanical jam with the gripper lever could not be confirmed. Additionally, the reported clip detachment from the leaflets and physical resistance (anatomy) could not be tested. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The steps outlined in the mitraclip instructions for use instruct: during sleeve deflections confirm that the guide radiopaque (ro) tip ring is between the ro alignment markers of the sleeve prior to making maximum sleeve deflections. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that the small left atrium created challenging navigation conditions, making the procedure more difficult. Additionally, the reviewer noted that it is possible that the grasping was less satisfactory than the operator thought when the clip was deployed. All available information was investigated and a definitive cause for the reported complete clip detachment and mechanical jam issue with the gripper lever could not be determined. In addition, the investigation determined that the physical resistance (difficulty positioning the device due to the anatomy), difficulty positioning the dc shaft and gripper line break were the result of procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, one implanted mitraclip. (B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break and the clip detaching from both leaflets. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted in the lateral aspect of a2p2, reducing the mr to 3+. It was noted that straddling was difficult due to the small left atrium. The second clip delivery system (cds) was advanced to the left ventricle. As the left atrium was small, the devices were slightly understraddled. While translating the cds forward, the clip was diving toward the posterior leaflet, which was corrected by applying some plus knob. During the initial attempt to rotate the gripper lever inward, the lever would not rotate. The lever was wiggled, and the lever functioned properly. Grasping was performed, and good insertion was confirmed. While flossing the gripper line, it was observed that both ends of the gripper line came out of the device (approximately 12 inches on each side), and it was unknown at what point the gripper line broke. Leaflet insertion was again confirmed, and deployment was continued; however, when the actuator knob was retracted, both leaflets slipped out of the clip. The clip appeared to be attached to the chordae. The cds was removed, and a catheter and guide wire were advanced through the steerable guiding catheter (sgc), in an attempt to snare the clip; however, because the clip was attached to chords, snaring was aborted to prevent chordal damage. The patient was converted to mitral valve replacement surgery, and is currently stable. No additional information was provided.